Event description:
A customer contacted global technical services regarding a check supply line alarm that appeared on the homechoice (hc) unit during prime. The technical service representative (tsr) explained the alarm and verified that the home patient (hp) had a bag connected to the white clamp line. The tsr instructed the hp to push the spike into the supply line and half twist. The hp stated, the seal for the bag was not broken before. The hp confirmed she restarted prime. The hp confirmed to call back with any problems. No additional information is available at this time.

Manufacturer narrative:
(B)(4). No further information is available. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The report was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was use error. The user did not check for secure connections before beginning therapy. The patient confirmed this to be an isolated incident. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.